Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the stimulator only works on half, the other half has never worked. The consumer reported that it will be replaced in (B)(6) 2016, but they may want to move the date up seeing that only half of it works. The indication for use was chronic low back pain. If additional information is received a follow-up report will be sent.